Manufacturer narrative:
Due to the missing release for evaluation, it could be checked only the tracebility data of the product. No deviation could be detected. Therefore, the reason for the malfunction cannot be determined.

Event description:
A comprehensive review of the open complaints in the system was performed. Although this event was properly assessed and reported, the follow-up was not submitted. Therefore, the results of the investigation will be submitted subsequently.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.